Event description:
Blood glucose meter displayed a result prior to the test strip being dosed with blood or control solution. It was reported the nose cover was on the meter however no specific result was provided that had displayed. No treatmemt information or actions taken was provided by the customer. A request was made for the return of the suspect device and replacement product was sent.